Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neck of the twinfix ti 4.0 anchor broke off during implantation. It was reported that the neck of anchor broke off inside patient and could not be retrieved or moved. No other patient information is available. There was a short delay of less than 30 minutes reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed. No abnormalities were reported with this product during manufacture. (B)(4).